Event description:
It was reported by service report that the head end motor was not functioning. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: the headend lift motor control board malfunctioned.